Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her monitor. The pt's download revealed a service code 102, which is a charge profile fault. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (service code 102 - "charge profile fault") has been confirmed. A service code 102 is displayed at power-up if a problem was previously detected during the charging of the defibrillator energy capacitors. The cause of the service code 102 was an open resister r45 on the computer / analog board. An open r45 would have prevented charging of the high voltage capacitors. The root cause of the open r45 cannot be positively identified but is likely random component failure. No adverse event resulted from the defective monitor. The pt received a replacement monitor.